Event description:
It was reported during use of the device for a cardiopulmonary bypass (cpb) procedure, the panel on the cardioplegia (cpg) monitor that displays line pressures, temperature and timer was not working. The device was not changed out, as they continue to use unit as the problem is intermittent. The surgical procedure was completed successfully. There was no delay, no blood loss, no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the cpg monitor would lose functionality during cpb. This might include loss of pressure measurement and/or loss of timers and/or loss of temperature measurement. The perfusionist (ccp) re-booted the monitor by disconnecting and re-connecting the cable between the cpg monitor and the safety monitor. This would, at times, return the monitor to full function. Days later, during cpb, all monitor functions were lost and the unit was not able to re-boot. The cardioplegia temperature probe was connected to the arterial monitor in order to measure the temperature during the procedure.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the blanking screen and was able to duplicate the reported complaint. The fsr installed a new printed circuit (pc) assembly cpg temperature/pressure board and reassembled the monitor. The fsr completed full testing and ran the monitor for an extended period of time without any issues. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.